Event description:
Event description guidant received information that at 34.5 months post implant, this implantable cardioverter defibrillator (ICD) was unable to be interrogated and exhibited a fault message.